Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly intermittently unresponsive when pressed. The reporter claimed the buttons have to be pressed multiple times for a response. There was no adverse event associated with this complaint.